Manufacturer narrative:
4/15/1998 - supplemental report #1 submitted to FDA.

Event description:
The product was used during an unspecified procedure. Reportedly, the instrument would not fire. No pt injury was reported.